Manufacturer narrative:
The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported found 1 pen needle that injected part the way then clogged at 10 units. Informed caller of non-patient end placement and to complete a flow check.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported found 1 pen needle that injected part the way then clogged at 10 units. Informed caller of non-patient end placement and to complete a flow check.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-sep-2023. H6: investigation summary the customer returned (1) open 32g 4mm pen needle from lot#2200714, reporting a needle clog. The pen needle was visually inspected and observed broken cannula npe. A functionality clog test could not be performed due to broken cannula npe. Most likely the customer's reported failure occurred due to a broken npe cannula. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as broken cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.